Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient whose implanted pump contained saline at the time of the event. The other medications that the patient was taking at time of the event were not reported. The pump's indication for use was specified as intractable spasticity. The patient's medical history includes spinal cord injury with spasticity and an indwelling foley catheter with chronic utis. On (B)(6) 2015, the pump was explanted and discarded and the catheter was partially removed on due to a pump pocket infection. A swab for organism was done in the hcp's office on (B)(6) 2015, but the organism wasn't known at the time of the report. It was noted that the device will be replaced in the future. The patient's status at the time of the report was reported as alive with no injury and it was unknown whether the issue had resolved. Follow-up was requested for the infection start date, actual symptoms related to the infection, and the results of the organism swab performed on (B)(6) 2015. A follow-up report will be filed if additional information is received.